Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 450-490 mg/dl in range. The customer was treated with intravenous insulin and saline and left the ER same day with no permanent damage. Reportedly, the pump touch screen was unreadable. Reportedly, the customer reverted to manual injections for insulin therapy.